Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery. An opticross hd imaging catheter was advanced for an ultrasound examination of the target lesion. During the procedure, the tip of the catheter was fractured. The procedure was completed with a different device. The patient condition following the procedure was stable.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: initial reporter phone: (B)(6). E1: initial reporter address 1: (B)(6).